Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4), additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
A pharmacist reported to baxter (B)(4) of a dehp free sol admin set with inj site & 3way in which the set was found disconnected between the chamber and the tube. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention in association with this event. No additional information is available.